Event description:
It was reported the device reached eri (elective replacement indicator) and its longevity was less than expected for the programmed values. The device will be replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.